Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the surgeon placed a trial size 16 fine, when he tried to insert the plug, it broke. Left in situ with a second plug added.

Manufacturer narrative:
Reported event: an event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: the component was not returned for evaluation, it remains implanted. -medical records received and evaluation: not performed as no medical records were provided as the reported event was an intra-operative issue. -device history review: review of the DHR was satisfactory. -complaint history review: review of the complaints database confirmed that there were no other similar reported events. Conclusions: the exact cause of the event could not be determined with the available information. Return and evaluation of the reported device is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The customer reported that the surgeon placed a trial size 16 fine, when he tried to insert the plug, it broke. Left in situ with a second plug added.

Event description:
The customer reported that the surgeon placed a trial size 16 fine, when he tried to insert the plug, it broke. Left in situ with a second plug added.